Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. Logs show fault on usm 3, axis 7. This confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where 23138 error was triggered, replicating the reported event. The unit was then installed onto an in-house test system and failed pointing to carriage. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that sensor errors on the instrument sterile adapter (isa) pca was found to be the root cause of error 23138.

Event description:
It was reported that during a training/demo of the da vinci system, recoverable fault 23138 occurred on universal surgical manipulator (usm) 3. Caller already power cycled system with emergency power off (epo) , error re-occurred immediately. Usm3 was not usable. Technical support engineer (tse) reviewed error logs and found usm3 with issues. There was no report of patient involvement.